Event description:
The transbronchial aspiration needle was used to obtain a biopsy during transbronchial node aspiration of lung procedure. The tip of the needle was found to be bent after the retrieval of the device, outside the patient. The procedure was completed with another of the same needle. The patient's condition at the conclusion of the procedure was reported to be "no patient issues".

Manufacturer narrative:
The suspect device has not been returned to the manufacturing facility for the evaluation.